Manufacturer narrative:
Date of event was reported as (B)(6) 2016.

Event description:
Information received from the manufacturer's representative reported that the patient's rechargeable implantable neurostimulator (ins) was replaced to it being "dead." If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.